Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted via the left femoral artery. As the md was inserting the iab into the sheath, the membrane began to unwrap. The md removed the iab from the sheath and used a second iab through the same sheath to place the iab. The iab was inserted without complications. It was noted that the sales rep stated that she did train the hospital staff to remove the iab and the sheath as one unit.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.